Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the lemo connector. The system was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that the cardiac system would not produce x-rays and no error messages were displayed. Another c-arm was used to complete the case. There was no report of pt injury.